Manufacturer narrative:
An event regarding wear involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted liner with nothing remarkable to note. From the photographs provided there is no evidence of wear for the device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's right hip was revised due to metallosis. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to metallosis. An alumina head with v40 sleeve and alumina insert were revised to a biolox head with sleeve, and trident poly insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event an event regarding wear involving a trident liner was reported. The event was not confirmed. Method & results -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted liner with nothing remarkable to note. From the photographs provided there is no evidence of wear for the device. -clinician review: a review of the provided medical records by a clinical consultant indicated: the x-rays show a press fit tha in anatomic position without evidence of mechanical complication. There is a tha on the left side as well. No evidence for metallosis or revision surgery was presented. Should further documentation become available I would be happy to further this investigation. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's right hip was revised due to metallosis. Furthermore a review of the provided medical records by a clinical consultant indicated: the x-rays show a press fit tha in anatomic position without evidence of mechanical complication. There is a tha on the left side as well. No evidence for metallosis or revision surgery was presented. Should further documentation become available I would be happy to further this investigation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to metallosis. An alumina head with v40 sleeve and alumina insert were revised to a biolox head with sleeve, and trident poly insert. Rep confirmed that no further information will be released by the hospital or surgeon.